Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6).

Event description:
Event description: it is reported that during removal of the stent catheter, the tip of the disposal catheter got loosen and had to be removed, troublesome with a catching loop/snare catheter out of the patient. It could be removed completely. No patient injury reported. Evaluation summary: the everflex+ self-expanding peripheral stent system was received for evaluation with an unidentified snare device. No additional ancillary devices from the procedure were received. A dvd with 32 cine images from the procedure was received with the device. The tip of the stent delivery system, (sds), was returned ensnared by an unidentified snare device. The proximal end of the torque device of the snare was 21cm distal of the proximal end of the snare. The torque device exhibited cracking and twisting of the outer sheath. The distal tip of the sds was 170cm distal of the proximal end of the snare. Approximately 8cm of the sds distal tip was returned. The distal tip was examined: no abnormalities or deformities were noted. The fracture of the inner is proximal to the retainer. The fracture appears to be a non-brittle irregular edge fracture. The retainer was examined: no abnormalities or deformities were noted. Please note that this device everflex+ is not marketed in the united states; however, it is similar to the united states marketed device protégé everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.